Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in an ankle joint instability surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1934bcf-2, no patient harm and no secondary procedure needed. Ar-1949 was used to prepare bone socket, bone quality of patient was hard and no fragments were found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.